Event description:
Boston scientific received information that there was placement difficulty when implanting this lead. It was discovered that the electrode end was damaged. A new lead was successfully implanted. There were no adverse patient effects.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.